Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days following implant, the patient was experiencing a pericardial effusion. The physician was unable to determine the cause of the effusion and the leads remain in use. No further patient complications have been reported as a result of this event.